Event description:
The customer contacted baxter's technical service center to report discomfort (feeling full) after completing therapy on the homechoice (hc). The home patient (hp) performed a manual drain and removed a drain volume (dv) of 4500 ml. The baxter technical service representative (tsr) had the hp turn the hc on and reviewed the therapy log: initial drain 1024 ml, total ultrafiltration (tuf) 981 ml. Per the hp, there was no alarm, and the last fill was 1500 ml. Per the nurse, the hp's largest prescribed fill volume (lpfv) is 2000 ml. (Dv - lpfv)/lpfv = (4500-2000)/2000 = 1.25, which meets criteria for increased intra-peritoneal volume (iipv). The tsr initiated a swap of the device. The hp said she would program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal) for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was not confirmed in the event history log review. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.